Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reaq0373 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reaq0373) have been reported from two brazil facilities. Moh does not provide sample

Event description:
It was reported rupture of the PICC with leakage approximately in the upper 1/3 next to the entrance connector.